Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. The physician performed a pre-transesophageal echocardiogram(tee) and identified an 8mm existing effusion in the right atrium. The procedure was continued after this. The closure device was successfully implanted in the laa and there were no issues that occurred. A post procedure tee measured the pericardial effusion at 1.14 cm. The physician noted the transseptal needle had penetrated through the dilator during the transseptal cross which was likely the cause of the increased effusion. 800cc of dark venous blood was aspirated from the patient during a pericardiocentesis. The effusion was then measured at 5mm. Post procedure the patient went to cardiothoracic surgery where the right atrium perforation was repaired. The patient is doing fine following these events. The patient has since been discharged from the hospital.